Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors instrument (mcs) with the tip cover accessory installed, the surgeon noticed arcing and a burn on the pt's bowel. The surgeon immediately stopped using the mcs instrument and replaced the mcs tip cover accessory. The planned procedure was completed with the replacement tip cover accessory and with approx. A 30 minute delay. No add'l pt harm, adverse outcome or injury was reported. Multiple attempts have been made to contact the attending physician present for this procedure, to obtain add'l info, however, no response has been received at this time.

Manufacturer narrative:
The monopolar curved scissors instrument (mcs) was returned with the tip cover accessory installed. The instrument does not show signs of possible arcing such as char marks. Engineering observed the distal end of the main tube has a 2 inch section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. The tip cover accessory used in conjunction with this instrument during the reported case has been returned and evaluated, please see MDR 2955842-2008-00219.